Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the infusion set for 3 days, and reusing insulin. Tandem clinical support informed customer that wearing the infusion set for 3 days, and reusing insulin, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).